Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in this report is sold only outside the USA, but is similar in structure and construction to a device currently marketed in USA; astato xs 20 (k103057), though the indications for use are different. The reported event is related to the use of the guidewire in a coronary application, whereas the us marketed device is cleared for peripheral applications only. Investigation of the guidewire returned on 8/08 revealed its coil wire is damaged at tip brazing but there was no separation with it, the guidewire was entire. The microcatheter used in combination was also returned, which showed no notable damage. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. Based on the obtained information and the outcomes of the investigation, it is inferred that the tip might be trapped in the cto lesion and rotational manipulation was applied to the guidewire, resulting the accumulation of rotational force to coil and breakage at the distal tip brazing. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged.

Event description:
Reportedly, to treat the heavily tortuous heavily calcified cto lesion at #2 rca, subject guidewire was advanced with a support catheter. During the attempts to cross the target lesion, physician felt some irregular with the guidewire, and upon removal, damage was found at the tip of the guidewire. There was no injury or impact to the patient.